Manufacturer narrative:
The insulin pump powered up properly after the test battery was installed. No blank display or faded display anomaly noted during testing. The insulin pump passed the displacement test, self test, sleep current measurement and active current measurement. The pump had cracked battery tube threads and cracked case at battery tube side.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported that the insulin pump had a blank display and faded lcd. Customer also reported cracks on the battery compartment. Blood glucose was unknown at the time of call. No troubleshooting was performed. Insulin pump is being replaced and is not expected to return for analysis.